Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. The customer performed an infusion site change and no additional occlusion alarms occurred. The customer's blood glucose (bg) level was 400mg/dl. A correction bolus was delivered via the pump and a manual injection was administered to address the bg level. After the occlusion alarms, the customer's bg level remained elevated leading the customer to troubleshoot the issue on their own. The customer did not observe insulin dripping out of the infusion tubing during the load fill tubing process. A complete supply change was performed and a correction bolus was successfully delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.